Event description:
It was reported that the patient line cap of the homechoice cassette was detached within the packaging. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: an actual sample was received for evaluation. A visual inspection with the naked eye identified the patient line cap was separated from the line. The reported condition was verified. The cause of the condition was manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.